Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the cause of shocking was not determined but nearness to pool pump was suspected. They checked of device and all parameters checked out ok.

Event description:
Information was received from a consumer via manufacturer representative (rep). The patient was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The rep reported that the patient felt an electric shock in their vagina while they were in a pool. The patient had not felt the shocking sensation before or after the incident occurred. It was unknown if the patient had any trauma or falls that may have caused the issue. The patient was to follow up with their healthcare professional (hcp) regarding the shocking sensation. No further complications were reported or were expected.